Event description:
It was reported that a smiths medical pump displayed a "no disposable pump won't run" alarm. Pump settings: res vol 40.8 ml, rate 2.2 ml/hr, given 59.2 ml, unknown if air in line. Patient not affected.